Event description:
It was reported that during an orthopedic procedure during firing the clips the surgeon stated they were malformed. This information was on a note with the device in a bag left in the materials department. There were no or contacts or surgeons name provided. There will be no other information provided from this account for the file.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.